Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that there was an unspecified issue with the pump that was alleged to have contributed to a rapid heartbeat/tachycardia. Per reporter, there was no adjustment to the IV remodulin dose due to the tachycardia event. The patient¿s mother noted the following week that the patient¿s activity level had decreased, and she was experiencing excessive fatigue, lightheadedness, and occasional chest pain. The patient was confirmed released from the hospital at the end of (B)(6) 2024.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.